Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06167. It was reported that one of the patient's leads has high impedance. Surgical intervention took place where both leads was explanted and replaced resolving the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.